Manufacturer narrative:
(B)(4). The device was not returned to sigma for eval and therefore, an eval could not be completed. If the device is returned, an eval will be completed and a supplemental report will be submitted. The sigma spectrum infusion pump does not have the capability to detect infiltration events, which is communicated in the sigma spectrum operators manual as "the pump was not designed nor is intended to detect infiltrations or extravasations." Sigma has received info from the customer that this concern has been resolved and it is not perceived that this issue was caused by the sigma spectrum pump. MFR report nos. 1314492-2012-00051, 00052, 00053, and 00071 are similar events reported by the same customer.

Event description:
It was reported that an infiltration event occurred while delivering etoposide to a pt. Ice was applied to the pt for 24 hours. The customer expressed concern that the pump did not provide a downstream occlusion alarm to alert the user of an infiltration event.